Manufacturer narrative:
Ages/date(s) of birth: unknown, not provided. Gender(s)sex(es): unknown, not provided. Date(s) of event: unknown, not provided. Model #: unknown, as serial numbers were not provided. Catalog#: the catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: n/a (not applicable) as there is no indication that the devices were explanted. Initial reporter phone number: unknown, not provided. The devices were not returned for analysis (they remain implanted). There were no serial numbers reported for these devices, therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as serial numbers were not provided. (B)(4). Citation: kang, j.m., hsia, y.c., han, y., a novel technique for recurrent tube exposure repair. Case reports in ophthalmological medicine volume 2020, article ID 6878025, pp. 1-4. A copy of the article is provided with this report. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: 'a novel technique for recurrent tube exposure repair'. A retrospective, noncomparative, interventional case series was done to describe a novel technique of repositioning the tube into the ciliary sulcus without requiring pars plana vitrectomy (ppv). One (1) patient with bilateral baerveldt glaucoma devices initially developed tube exposure in the right eye following descemet stripping automated endothelial keratoplasty (dsaek)/tube shortening. Initial repair was performed by covering the tube with tutoplast and conjunctiva. However, the tube was re-exposed one-year postoperatively. The second repair was performed by repositioning the tube to the ciliary sulcus. The same patient developed endothelial graft failure in the right eye over time leading to loss of vision. A copy of the article is provided with this report.